Event description:
Pt expired after retro peritoneal bleed. In 2004 had angioseal to right groin after cath at another facility. Three days later had angioseal to right groin after a cypher stent at reporting facility. Imaging study done 1st to assure location appropriate. Once bled staff did not get control of groin to stop bleeding. Unk if device (angioseals) played any role.